Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2019 due to pacing lead impedance issue. No further information available at this time.

Event description:
New information received notes that when patient presented in clinic follow up, high pacing lead impedance was observed. The impedance was not out of range but significantly higher than the normal impedance trending. Patient was stable throughout the procedure.